Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported two 5mm trocars would not engage. Two new trocars were opened. There was no consequence to the pt.